Event description:
It was reported that the implantable cardiac monitor patient reported discomfort after the implant and stated it ¿never felt right.¿ at a clinic follow-up, the implantable cardiac monitor was observed to be sticking out a little bit with erosion, and it was later reported to be completely out of the body. An explant with no replacement was performed, and the patient stated feeling better once it was out. A reimplant had been planned but the appointment was missed and later cancelled due to cost. The patient was reported alive with no injury.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.